Event description:
It was reported that the device has high pressure during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The device was visually inspected. The smiths label was intact. High pressure alarm messages were found in the event log. A functional test was performed, and the device passed. The reported failure was not replicated. One possible, but unconfirmed, problem source could be fluid ingression identified on the pump by the chassis base of the downstream occlusion sensor. The root cause of the reported problem cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.